Manufacturer narrative:
The reported events of lead dislodgement, ¿threshold was too high¿ and helix mechanism issue. As received, a complete lead was returned. Visual examination found the helix was extended and clogged with blood, tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. Electrical testing found an internal short due to the over torqued inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood, tissue and the cause of the reported event of ¿threshold was too high¿ was due to the over torqued inner coil in the connector region causing internal conductor shorting.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited high capture threshold measurements. The helix of the rv lead had also failed to extend and retract resulting in the inability to fixate the rv lead. The physician elected to remove and replace the rv lead during the procedure. The patient was discharged post procedure.